Event description:
The failure rate of insulet corp pods is over 60%. The result of interrupted insulin delivery has caused my a1c to increase from 6.9 to my latest test now at 8.7. With the loss of insulin from failed pod, a 90 day supply has now been reduced to approximately 60 days. I am not the only one experiencing this pod failure rate. With the introduction of their new smaller pod it took me 10 days to contact the company on their 24/7 customer care telephone line. The concept of a no tubing insulin pump system is great but the failures of the pods is not acceptable.